Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that the patient was seeing 0 boluses remaining even after resyncing with the pump after a refill yesterday. The settings were 1x 2hr lo, 1/3 hr dose restriction, 2 max per day. The patient came in on the line on the second call. The patient reported that he has been seeing this multiple times since receiving the personal therapy manager (ptm). The technical report was pulled on the ptm, and no boluses were showing received since yesterday. Also, there was a clinician in bolus that should have ended by 10:51am today on (B)(6) 2024) with the concentration change done yesterday. The technician tried to explain that without resyncing the software may not refresh, but since the issue was repeated and it sounded like the application was "stuck." A new handset was ordered for the patient to try. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the software version used at the time of the event and the cause of the issue was unknown as the device was returned by the patient. Actions/interventions taken included patient services arranging for a replacement ptm to be sent directly to the patient. When asked if the issue was resolved, the rep stated that they left a message with the patient to inquire if replacing the ptm resolved the issue and they received no response as of on (B)(6). The rep stated that they were unable to provide the logs as the device was already returned by the patient.